Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. Distal strut rows 1-4 were damaged. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 11-apr-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilation, a 2.50x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stabilized. However, returned device condition revealed distal stent damage.